Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is january 17, 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 44 mg/dl at the time of the incident and customer¿s current blood glucose level was 71 mg/dl. The customer was treated with the food and glucose tablets. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. The information provided date of event with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.